Manufacturer narrative:
The centrimag motor and 2nd generation centrimag console were returned for evaluation. The report of a mp4 motor failure alarm was confirmed based on the evaluation of the retrieved log file; however, the reported fault could not be reproduced during the investigations. The most probable root cause for the problem was an improper connection of the motors connector to the console. The returned system (console with motor) was operated with an in-house flow probe, all together on one day. At no time did a fault occur and both devices operated as intended. However, during the first tests respective connections of the motor connector to the console, it was observed that the motor connector (male) could not be connected to the console as easily as intended. The housing of the motor connector was visually inspected; however, no strong deformation or damage was seen. After these tests, the system was switched off and the motor cable including its lemo male connector was visually inspected. The motor cable itself was found undamaged (no cut or hole was seen in the cable jacket), but it was found that the male pin 12 (line of bearing phase ib2+) was black discolored. Furthermore it has been inspected that the female connector pin 12 (line of bearing phase ib2+) on the console was also black discolored. Based on the experience of development, such traces of burns may occur when the motor connector male is not properly connected to the motor connector female at the console side. Either, a higher power loss due to the higher resistance which occurred caused by a bad connection, or, it could have been electric sparks due to a breakdown voltage. In both cases the temperature was more than the melting point of the material of the male pin. In both cases the improper connection of the motor connector pins was responsible. As a preventive action the returned motor was scrapped and replaced with a new one. Inside the console the lemo motor connection cable was also replaced with a new one. The reworked and tested console was returned to the customer together with a new motor. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The motor is not a single use device. Approximate age of the device is 6 years and 10 months, calculated from the date of manufacture. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on percutaneous mechanical circulatory support device with extracorporeal membrane oxygenation (ECMO). It was reported that the patient was having a CT scan performed when the device alarmed motor failure/mp4. The speed read 0 rpm with -.54 lpm of flow. It was reported that the motor was vibrating and making a swishing/whistling sound. The clinician clamped the blood circuit and confirmed that pump seating was without issue. The console was powered down, and the pump was repositioned in the motor. No device thrombus was observed in the circuit. The console was powered back on; however, the alarm persisted, and the motor was still vibrating despite the pumps speed being set at 0 rpm. The system was on wall power at the time. The patient was immediately taken back to the cardiovascular intensive care unit. The blood circuit, console, and motor were exchanged. The cannulas were back flushed prior to connecting the new blood circuit to ensure that thrombus was not present. The new blood circuit was connected, and pump function operated as expected. The old blood circuit was visually inspected and flushed by the clinician to determine if thrombus was present, and none was found. On 01/12/2017, it was reported that the patient was currently still on support and stable.